Event description:
It was reported that a pta balloon ruptured while being used to treat an av fistula and a portion of the pta balloon fragmented, remaining within the pt. The balloon fragment could not be retrieved. A stent was implanted to secure the balloon fragment within the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was not returned to the MFR. Therefore, a device eval could not be performed. The results of the investigation are inconclusive. The root cause could not be determined based upon available info. The current IFU (instructions for use) states: warning: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.